Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a dim and discolored display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: the complaint of a dim, fading, color sprectum issue with the display could not be duplicated. Unrelated to the initial complaint, the top of the battery cap was found to be damaged and worn; a test cap was used for all steps and was able to be fully tightened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.